Event description:
The customer stated that she was hospitalized for high blood glucose levels over a year ago. The customer's doctor feels that the insulin pump is not delivering properly, and wants it replaced. The customer stated that a local representative tested the insulin pump once, and it passed all of the tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.